Manufacturer narrative:
Broken ground prong.

Event description:
It was reported by service report that the bed did not work and the ground plug was broken off. The customer could not determine if there was patient involvement or if there were adverse consequences to report.